Event description:
It was reported by the surgeon that the patient's vns was "not firing." The patient had previously had her generator replaced on (B)(6) 2012 at which time vns diagnostics were normal at 4034 ohms. Follow-up with the surgeon found that high impedance was found by the surgeon on (B)(6) 2012. The neurologist reportedly saw the patient earlier that day however, diagnostics were normal at that time. The surgeon performed 3 diagnostics tests with the neck in three orientations which all showed high impedance values around 7500 ohms. The physician waited to see if the impedance issue persisted to the next visit on (B)(6) 2012. The surgeon replaced the patient's vns lead. Three diagnostic tests were performed that showed normal impedance values. No fracture was noted during surgery. No trauma or manipulation was believed to have occurred. The surgeon's notes did not indicate any attempts to reinsert the lead pin. No adverse events have been reported. The explanted lead will not be returned per hospital policy.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or a serious injury.

Event description:
The implant card was received verifying that the lead was explanted on (B)(6) 2012. It was indicated on the implant card that the lead impedance was ok with the new lead attached to the previous generator. The lead was replaced due to high lead impedance. The implant card received for the patient's generator replacement surgery on (B)(6) 2012 reported that lead impedance was okay following surgery.

Manufacturer narrative:
(B)(4).